Event description:
It was reported that the insulin pump alarmed no delivery during manual prime process. Troubleshooting was done. It was determined that the reservoir was occluded causing no deliver alarms. Advised customer the sets would be replaced. Customer's blood glucose was 338 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.